Event description:
It was reported that the patient presented to the emergency room for an unrelated event. During device interrogation, it was noted that the pacemaker exhibited varying capture thresholds, which were suspected to be caused by the auto-capture mode attempting to resolve the patient¿s atrial fibrillation. No changes or interventions were reported. The patient was discharged from the emergency room.